Event description:
Additional information received from a manufacturing representative reported the patient's infection had cleared and the infections sites were clean.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0uef3, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0tqyw, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0uef3, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0tqyw, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) report the patient had an infection at all of their wound sites. The infection was found at the patient's follow up appointment. The patient's entire system was explanted and it was unknown if the issue was resolved. The patient's indication for use is essential tremors and movement disorders. The cause of the infection and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.